Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. 510(k): k926214. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and shipping inspection record. IFU states: if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guide wire m and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the guide wire m or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel. Do not apply repetitive bending force to one specific point of the device as this may cause damage to the guide wire m. It is likely that a fracture may occur when a guidewire has been subjected to a bending load (repetitive 90-deg. Bending load), no tapered deformation is observed on the distal end and dimple pattern is observed on the cross section of the core wire; when a guidewire kept in a bent shape has been subjected to consecutive torque load, radial streaks are observed on the cross section of the core wire; when a guidewire has been subjected to a tensile load, the distal end of the core wire deforms in a tapered shape; or when a guidewire kept in a loop shape has been subjected to a pulling load, the distal end of the core wire becomes curved. However, with no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the involved radifocus guidewire m was used during the procedure. In the process of delivering guiding catheter, while the guide wire was being inserted in the three-way stopcock, the stopcock was turned accidentally. As a result, the tip of the guidewire of 1.5mm-long migrated into the periphery of middle cerebral artery. Although the distal piece remains in the middle cerebral artery, no complications associated with it have been observed in the patient. The patient was not harmed. The procedure outcome was not reported.